Manufacturer narrative:
(B)(4). Event was initially reported under 0001822565-2018-04131. Due to insufficient information initially sent, FDA has deleted the initial and supplemental medwatches under that MFR number. As a result, 0001822565-2019-02585 was created to complete the reporting of this event. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of a returned plastic retainer confirmed the presence of a white substance affixed to the superior surface of the retainer. The white substance is remains of dried glue that transfers from the tyvek lid onto the retainer during the packaging operation. Lot identification is necessary for review of device history records, lot identification was not provided. The white residue found on the retainer is glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are biocompatible and the adhesive residue does not contact the implant because it is contained in a poly bag. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unmarked container was returned with debris in the package. The clear acrylic retainer in which a product would be placed in had debris identified inside. This retainer had no markings or labeling as to be able to tell what product had been inside. Follow ups were made and it was stated that there was no way to find out what product was inside. Therefore, it will be reported as an unknown product even though the empty retainer was returned.